Event description:
Customer reportedly obtained results of 137mg/dl and 80mg/dl on the compact plus system while a professional device produced a result of 72mg/dl within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.